Manufacturer narrative:
The customer¿s reported problem was confirmed. No device will be returned per customer. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed the force sensor test during preventative maintenance. There was no patient involvement.